Event description:
It was reported one of the patients leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was relocated to the correct location. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161407.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.